Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the potential of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body".

Event description:
Health professional reported, "pt intolerance - band removal - not to be replaced". The band was removed and will be returned. F/u findings: clarification of the event received from the surgeon, "band intolerance, not able to eat, band was empty, pouch, medically necessary to have removed as per surgeon, not to be replaced, pt consented". Further clarification received. "No obvious pouch noted during surgery, but unable to tolerate solid food".